Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit has a burnt component. The unit was triaged and the reported issue was confirmed. There were traces of burning on the unit's motherboard. The likely cause of trace amounts of burning on the motherboard is due to a blown fuse. Fuses on the motherboard will open in order to act as a safety mechanism. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 12/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. On (B)(6) 2016, service found a burnt component.